Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a ptca procedure, balloon deflation and removal difficulties were encountered. The lesion being treated was an 80% stenotic, de novo lesion located in the right coronary artery (rca), removal difficulties were encountered upon removal of the quantum maverick monorail balloon. The device was used to predilate the lesion. The first inflation was performed to 18 atms. The balloon failed to deflate after the 3rd or 4th inflation and became stuck in the artery. The balloon was forcefully removed partially inflated. The pt experienced chest pain during balloon removal. The procedure was successfully completed with another of the same device. Pt status is reported as 'stable'. An iq marker guidewire and a cordis 4fr guide catheter were also used in the procedure.